Event description:
It was reported that after a valve replacement and coronary artery bypass surgery (CABG), the right atrial (ra) lead had no capture and was not sensing appropriately. It was thought that the lead may have been moved during surgery. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5054 implantable pacing lead 2001 (B)(6). (B)(4).